Manufacturer narrative:
The guidewire was returned broken into two segments at approximately 157cm from the distal end. Cross sectional analysis of the break surface indicated that the cause of failure was due to a combination of tensile and torsional overload. (B)(4).

Event description:
It was reported the proximal segment of the guidewire was observed to be kinked after the package was opened. A new guidewire was used in the procedure. No patient injury was reported as the device was not used in the patient.